Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The vent engine to vib harness was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported an error that results in an inability to initiate mechanical ventilation during pre-use checkout. There was no patient involvement.